Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 12-jan-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was already detached from the delivery system and remained inside the proximal portion of the introducer. The delivery wire and the introducer were in good condition (i.e., no kinks, no bends, and no elongations). Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage. The issue regarding the stent being impeded in the hub of the concomitant microcatheter cannot be evaluated through functional testing. However, the position of the stent within the proximal end of the introducer suggests that in an attempt to overcome the difficulties while advancing / retracting the delivery wire; this was inadvertently pulled out of the introducer, disengaging the delivery wire from the stent component resulting in the premature detachment of the stent. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Based on this, the issue reported in the complaint was confirmed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9833616. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting an aneurysm on the anterior communicating artery, the 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 9833616) was impeded in the hub of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31606050) and could not advance further. The physician removed the microcatheter from the patient and replaced the stent and microcatheter to complete the procedure. There was no negative impact on the patient. A photo was included in the complaint. The photo will be reviewed by the product analysis team. On 24-dec-2025, additional information was received. The information confirmed that the procedure was a stent-assisted endovascular embolization of an aneurysm on the anterior communicating artery. There was no calcification or vessel tortuosity in the target vessel. A continuous flush had been maintained through the microcatheter. There was no damage noted on the stent / stent delivery system aside from the reported premature detachment of the stent. The replacement stent was another 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo captures a section of the introducer and the delivery wire without the stent component present. No other damage was observed. The issue documented in the complaint regarding the stent being impeded in microcatheter hub cannot be evaluated through the photo provided. However, the issue reported regarding the stent being separated prematurely from the delivery wire was confirmed based on the detached condition noted on the delivery wire. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9833616. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.